Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level of 490 mg/dl, and customer was "borderline" in diabetic ketoacidosis. Customer was treated with intravenous fluids, insulin, and a heart monitor. Customer was released from the ICU the following day with no permanent damage. Reportedly, a malfunction alarm occurred. Customer reverted to manual injections for insulin therapy.